Manufacturer narrative:
No unexpected button error alarms were noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump during a bolus delivery. Customer's blood glucose was unknown. Customer stated she keeps the insulin pump in between her chest and the buttons may have been pressed for a long period of time. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.